Event description:
It was reported that there was a broken brake/steer pedal on patient right side with sharp edges. The opposite brake/steer pedal could be used to engage the brake and steer functions. No patient involvement or adverse consequences were reported.